Manufacturer narrative:
Device power up properly after battery installation. Device received with operating currents within specification. Device passed self test, rewind, seating, basic occlusion test, occlusion test, force sensor test and displacement test. Device was monitored and no blank display, white display or missing segments anomalies noted. Power connector plug in and locked in place properly. Device received with broken belt clip rail.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they experiences a high blood glucose level and insulin pump screen was white. The customer¿s blood glucose level was 458 mg/dl at the time of the incident. Customer decline to troubleshooting for high blood glucose level. The customer was assisted with troubleshooting for white display and customer reports display was solid white. The customer also reports that no report of insulin pump screen flashing when the screen was turned on after being in sleep mode. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The insulin pump will be returned for analysis.

Manufacturer narrative:
Device power up properly after battery installation. Unit received with operating currents within spec. Device passed selftest, rewind, seating, basic occlusion test, occlusion test, force sensor test and displacement test. Device was monitored and no blank display, white display or missing segments anomalies noted. Power connector plug in and locked in place properly. Unit received with broken belt clip rail. The information provided in the section of concomitant product with the initial report was incorrect. The correct information has been included with this report.